Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1714226) on 30-aug-2017. The most recent information was received on 22-mar-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in a 46-year-old female patient who had essure (batch no. He0119p) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lentigo melanoma. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vertigo ("vertigos"), gait disturbance ("walk disturbances"), migraine with aura ("recurrent ophthalmic migraines"), asthenia ("asthenia"), abdominal distension ("abdominal bloating"), headache ("headaches"), pruritus ("pruritus"), nausea ("nauseas"), eye pain ("ocular pain"), musculoskeletal pain ("joint and muscle pain"), dysgeusia ("sensation of "iron taste"") and visual impairment ("visual troubles") and was found to have weight increased ("intake of weight of 7 kgs in one year"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy under celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vertigo, gait disturbance, migraine with aura, asthenia, weight increased, abdominal distension, headache, pruritus, nausea, eye pain, musculoskeletal pain, dysgeusia and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, asthenia, dysgeusia, eye pain, gait disturbance, headache, migraine with aura, musculoskeletal pain, nausea, pruritus, vertigo, visual impairment and weight increased to be related to essure. The reporter commented: events started 4 months after essure placement. The main reason for essure removal was the adverse events vertigo, walk disturbances, migraine, asthenia, intake of weight, among others. The sample was not kept by the department. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 30-aug-2017. The most recent information was received on 01-feb-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in a 46-year-old female patient who had essure (batch no. He0119p) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lentigo melanoma. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vertigo ("vertigos"), gait disturbance ("walk disturbances"), migraine with aura ("recurrent ophthalmic migraines"), asthenia ("asthenia"), abdominal distension ("abdominal bloating"), headache ("headaches"), pruritus ("pruritus"), nausea ("nausea"), eye pain ("ocular pain"), musculoskeletal pain ("joint and muscle pain"), dysgeusia ("sensation of "iron taste"") and visual impairment ("visual troubles") and was found to have weight increased ("intake of weight of 7 kgs in one year"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy under celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vertigo, gait disturbance, migraine with aura, asthenia, weight increased, abdominal distension, headache, pruritus, nausea, eye pain, musculoskeletal pain, dysgeusia and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, asthenia, dysgeusia, eye pain, gait disturbance, headache, migraine with aura, musculoskeletal pain, nausea, pruritus, vertigo, visual impairment and weight increased to be related to essure. The reporter commented: events started 4 months after essure placement. The main reason for essure removal was the adverse events vertigo, walk disturbances, migraine, asthenia, intake of weight, among others. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2019: essure device removal questionnaire ¿ new reporter (health professional); patient¿s demographic data; medical history (lentigo melanoma); essure removal method (salpingectomy with bilateral cornuectomy under celioscopy); main reason for essure removal (adverse events vertigo, walk disturbances, migraine, asthenia, intake of weight, among others) and reporter¿s assessment of relationship between the events and the device (essure contributed to the onset of the adverse events). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1714226 / r1901318) on 30-aug-2017. The most recent information was received on 18-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in a 46-year-old female patient who had essure (batch no. He0119p) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), headache ("headaches"), pruritus ("pruritus"), nausea ("nauseas"), vertigo ("vertigos"), asthenia ("asthenia"), gait disturbance ("walk disturbances"), migraine with aura ("recurrent ophthalmic migraines"), eye pain ("ocular pain"), musculoskeletal pain ("joint and muscle pain"), dysgeusia ("sensation of "iron taste"") and visual impairment ("visual troubles") and was found to have weight increased ("intake of weight of 7 kgs in one year"). The patient was treated with surgery (bilateral salpingectomy with resection of the tubal interstitial part). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal distension, headache, pruritus, nausea, vertigo, asthenia, gait disturbance, migraine with aura, eye pain, musculoskeletal pain, dysgeusia, visual impairment and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, asthenia, dysgeusia, eye pain, gait disturbance, headache, migraine with aura, musculoskeletal pain, nausea, pruritus, vertigo, visual impairment and weight increased with essure. The reporter commented: events started 4 months after essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-jan-2019: follow-up from health authorities in france: local case number (B)(4) is a duplicate of this case. Case (B)(4) was marked for deletion. Information from deleted case was transferred to this case, including batch number. Four months after the essure placement, the patient experienced several adverse events. Both essure implants were removed (bilateral salpingectomy with resection of the tubal interstitial part was performed). Defective sample was not kept by the department. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and blindness ("loss of vision") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), headache ("headaches"), vertigo ("vertigos"), nausea ("nausea's"), arthralgia ("joint pains"), vision blurred ("blurred vision") and fatigue ("severe fatigue"). The patient was treated with surgery (consultation planned for removal). Essure treatment was not changed. At the time of the report, the abdominal pain, blindness, headache, vertigo, nausea, arthralgia, vision blurred and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, blindness, fatigue, headache, nausea, vertigo and vision blurred with essure. The reporter commented: various examinations and removal considered. Consultation planned for removal diagnostic results (normal ranges are provided in parenthesis if available):body weight was reported to be (B)(6)kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms:- abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Company causality comment:incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.